Manufacturer narrative:
This incident occurred outside the united states . Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported he changed the battery on (B)(6) 2010 and 30 mins later, he smelled burning material and his infusion device was very warm. He found the battery and battery cover were melted. His skin was not burned. No physiological effects were reported. He switched to his backup infusion device. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.